Manufacturer narrative:
H6: investigation summary : a complaint of cracked tpn tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv was cracked. The following information was provided by the initial reporter: material #: 2432-0007 batch/ lot #: unknown. It was reported that there was a crack in the tpn tubing. Verbatim: patient's tpn infusing via right arm PICC. Crack noted to tpn tubing (B)(6) 2021 at 1840. Tpn will be discontinued and will start IV fluids.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv was cracked. The following information was provided by the initial reporter: material #: 2432-0007 batch/ lot #: unknown. It was reported that there was a crack in the tpn tubing. Verbatim: patient's tpn infusing via right arm PICC. Crack noted to tpn tubing (B)(6) 2021 at 1840. Tpn will be discontinued and will start IV fluids.